Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified decision is not reportable. There is no indication of malfunction. Ipg provided 24 hours of therapy between charging which meets or exceeds the device requirements.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the ipg was approaching end of life. The patient still had therapy. Surgical intervention took pace where the ipg was explanted and replaced to address the issue. Effective's stimulation was restored.